Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under the keypad contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the keypad was found to be fully intact; no damage or peeling was observed. All of the keypad buttons were responsive to user presses. There was contamination was found under the all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).